Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The evaluation did not indicate that the tip of the probe was broken or damaged in any way. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample evaluation did not indicate that the tip of the probe was broken or damaged in any way, therefore, a root cause cannot be determined for the complaint as described by the customer. No action was taken as the evaluation did not indicate that the tip of the probe was broken or damaged in any way. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the vitrectomy probe tip separated as the connection part of the handpiece was loose and not fixed during a vitrectomy procedure. This occurred twice. The procedure was completed after replacing the product with another one. There was no harm to the patient. This is one of two reports for this event.